Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. A supply change was being performed to resolve the occlusion alarm and a cartridge change error occurred. The customer received multiple cartridge change errors during the load sequence with multiple new cartridges. The customer's blood glucose (bg) level was 261 mg/dl and a manual injection was administered to address the bg level. The customer reported manual injections would be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge change errors were verified. No failure related to the reported occlusion alarm was identified.